Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6 f sheath after a left posterior tibial artery percutaneous transluminal angioplasty procedure. Reportedly, when the plunger was removed no suture was present. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Because all related components were not returned with the device, the scope of the investigation was limited and the reported cuff miss could not be confirmed. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformance that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.